Event description:
Consultant reports that the guide block failed during a pediatric lcp (locking compression plate) hip case. The guide would not tighten to adjust to angle, it continually collapsed. Repeated attempts to use the guide extended the time in surgery by 20-30 minutes with no adverse effect to pt noted. The surgeon finally switched to a biomed hip screw complete the surgery without further incident.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.